Event description:
It was reported that there was a sensing problem seen in home monitoring. The physician was contacted and the lead remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between 23rd august 2022 and 23rd august 2023 recorded constant pacing impedance values of approx. 600 ohms as well as constant shock impedance values of approx. 60 ohms. The analysis of the provided iegm episodes revealed artifacts on the rv channel which led to the reported oversensing. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Manufacturer narrative:
Combination product: yes. The lead was explanted on (B)(6) 2024 upon receipt, the lead under complaint was found cut 14 cm distal to the is-1 connector pin. The proximal and the distal lead fragment were returned and subjected to an extensive analysis. In the course of the analysis, multiple signs of wear could be noted along the lead fragments. In particular on the distal lead fragment the insulation was found rubbed through. This damage can be considered the root cause for the clinical observation. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Furthermore the shock coils were deformed which most likely occurred during the extraction procedure. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.